Event description:
On (B)(6), 2005, the patient was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm, and one aortic extender component to repair a distal common iliac aneurysm. On (B)(6), 2010, the pt underwent a f/u computed tomography where a space between the aortic extender component and a contralateral leg component was noted. There was no endoleak or aneurysm growth. On (B)(6), 2010, the pt underwent a reintervention where a contralateral leg component was implanted, bridging the originally implanted contralateral leg component and the aortic extender component. The pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis aortic extender component provides an extension of the leading end of the trunk-ipsilateral leg component when add'l length and / or sealing for aneurismal exclusion is desired.